Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had tenderness and swelling near the ipg pocket site that was warm to the touch. The physician prescribed antibiotics and the patient began taking them on (B)(6) 2018. At follow up, the patient's incision site is no longer tender, red or puffy. No signs of infection were found by the patient's doctor.